Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 582 mg/dl, 280 mg/dl and 102 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.